Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that needle was break . The customer¿s blood glucose level was 58 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. No broken or missing parts were observed during analysis.